Event description:
It was reported that the patient had fallen twice. The lead exhibited noise which could be reproduced. The configuration was changed to bipolar mode and the noise ceased. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.